Event description:
It was reported that there was a crack in the tubing of a transfer set and the set leaked from the crack. This was noted during use for peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The cause was determined to be due to a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.